Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic was provided and reviewed. The photo shows the partial view of sheath with loaded dilator. The sheath tip was noted to be broke and broken material was noted to be missing from the tip of sheath and separation noted. Therefore, the investigation is confirmed for the identified sheath tip broke off issue. However, the investigation is unconfirmed for the reported introducer issue and more specific sheath fracture, and separation were identified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 12 march 2026, it was reported that during a powerport MRI isp implantation procedure, the dilator was introduced. There was no reported patient injury.